Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-601-tbc8 tibial trial broke when removing. The rep reported there were no delays caused and all fragments were retrieved.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the tibial bearing trial had fragmented, with dents around the trial body. The fragment was also received and visual inspected. Showing dents around the corner. The most likely cause is user applied mechanical forces.